Event description:
It was reported that touchscreen was cracked. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up contact, and no additional information was received regarding the outcome of the event or any corrective actions taken.